Manufacturer narrative:
This information was not provided. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
During a zero-p procedure at c3-c4, surgeon was using the 2.0mm angled awl and during impaction, the tip broke off in the patient's bone. Surgeon determined, the patient's very sclerotic bone was dense enough to hold the tip and he would do more damage removing it. Surgeon indicated patient should fuse.